Manufacturer narrative:
An angiogram or fluoroscopy of the sheath after the exchange was not taken to verify position of the disc before collagen deployment. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. It should be noted that the patient was noted to have peripheral vascular disease and calcification. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported.

Event description:
Per medwatch report (B)(4) was having catheterization procedure and closure was attempted using a device (from a different manufacturer) & it failed after balloon ruptured. Closure was then attempted using vascade and this also failed. Pressure held manually. Required surgery. Additional information provided on 1/23/2018 from cardiva representative the vascade device was selected for closure after other product was used and failed. The device was inserted into the sheath, the disc was deployed, temporary hemostasis was achieved, and the sheath was removed. Fluoroscopy was not utilized to verify that disc was up against the arteriotomy. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the wire and the device was removed. The staff held pressure for 5 minutes and hemostasis was achieved. The patient was sent to recovery, but 30 minutes later developed a cold leg and complained of pain. Surgery was performed and the collagen was removed from the artery. Patient was later discharged.